Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced multiple adverse events following the use of the venaseal in the treatment of the great s aphenous vein (gsv) in the left lower extremity. The patient developed redness, swelling, rash, abscess, and palpable lumps in the medial leg in the area of the treated vein 2-14 days post-op. Additionally, perivascular fluid was observed around the treated vein in the left lower extremity, and the patient exhibited hypersensitivity and skin inflammation. The reaction occurred along the treated artery/vein, more than 5 cm from the access site, and was present in both legs. The patient was hospitalized due to these complications and received medical intervention, including a prescription steroid, initially administered in the hospital with a plan to titrate from 40 mg a day. The reaction was noted to be the initial event. The diameter of the treated vein was 7.8 mm, and the reaction was associated with the peripheral vein(s) at proximal, mid, and distal locations. The issue is still present. Additional information reported that left gsv treated on (B)(6) 2024 and right gsv treated on (B)(6) 2024. Course of treatment: advised to take aleve bid. Patient had cancelled follow up appointment because he was "feeling better". First abscess site. Prescribed bactrim. Referred to ER for a dmission. IV antibiotics. Discharged from hospital with po linezolid 600mg bid and prednisone 10mg qd. Late december appointment: changed to prednisone 5mg daily and continues linezolid. Latest appointment (B)(6) 2025- continues same medication schedule. The symptoms h ave not resolved but the patient states he is improving gradually. Physician reported that the patient continues to have evidence of reaction to venaseal bilaterally. Intensity has waxed and waned and currently seems to be showing slow improvement. There is still firmness and areas of nodular change up and down each of the treated veins. Previous incision and drainage sites have healed. Patient has a rash that at one point was desquamating to feet and has affected upper and lower extremities. This was improving as well and the desquamation healed weeks ago. Patient is being maintained on 5 mg of prednisone daily, loratidine, and is finishing course of linezolid. Patient is being followed by physician, infectious disease, allergy and immunology, and dermatology.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.